Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked at an unspecified location. Reportedly, the customer does not perform the proper air removal process during the load sequence. Customer's blood glucose level was 141 mg/dl. Customer continued to use the cartridge for insulin deliveries.